Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump time was incorrect, cause was unknown. Customer reported a blood glucose (bg) level of above 500 and 502 mg/dl with large ketones not identified as dangerous by healthcare provider. Reportedly, the customer addressed their bg with a manual dose injection. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.